Event description:
The customer states the pacing function is not working based on patient's response. No patient harm occurred.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.